Manufacturer narrative:
H6-investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -6.00 diopter lens tore during loading/ while loading. The lens had no patient contact. If additional information is received a supplemental medwatch report will be submitted.